Event description:
A report was received that the patient was explanted due to an infection at the ipg and lead sites. The symptoms were fever, discharge at the ipg site and pain at the armpit. The physician assessed the patient was septic and feels the infection was procedure related. The patient was administered IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead, 50cm. The explanted ipg and paddle lead were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg and paddle lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.